Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. The pump was unable to verify the prime anomaly due to keypad damage. No number ramping or scrolling on display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 134 mg/dl. The customer stated that when she primed her tubing, the numbers ramp up as soon as she pushed the act button. The customer stated that the pump will go up to 40 units before seeing insulin at the end of the tubing. The customer had the same results with different sets and tubing. The customer will return the pump for analysis.